Manufacturer narrative:
The caller stated that the sample associated to this report has been discarded and not available for investigation.

Event description:
In 2007, the company received a report where it was claimed that the "hub detached from the tube." The caller reported that the rt technician stated that the tube had broke in his hand. The caller could not confirm if this occurred during patient use or during a routine placement. The end clinician stated that the tube was replaced. The caller reported a second occurrence claiming that the "hub detached from the tube". The caller reported that replacement was required but no further details related to the report.